Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of leaks from the reservoir. The customer's blood glucose reading was 78 mg/dl. The customer stated that the leak occurred during a set change. The customer stated that the leaks occurred from the reservoir where the o-rings dislodged. The customer stated that fluid was visible in the reservoir chamber. The customer stated that when she removed the plunger, the reservoir also came out. The customer will be sent a replacement reservoir.